Event description:
Received call from tech service that dealer alleges patient had issue with unit and person sustained bruise due to unknown issue with claim. Tech service replacing unit.

Event description:
Received call from tech service that dealer alleges patient had issue with unit and person sustained bruise due to unknown issue with claim. Tech service replacing unit.

Manufacturer narrative:
The device was returned and evaluated. No faults were detected.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.